Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro instrument, and identified the a leaking probe. The fse replaced the ion-selective electrode (ise) tubing, the t-valve assembly for the sample probe, and the na reference electrode which resolved the issue. Sections information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous sodium (na) patient result were generated for serum and urine patient samples on their unicel dxc 600 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer provided data for eight (8) patient samples.